Manufacturer narrative:
Please note that the following sections were inadvertently missed on the follow-up #01 and are being included on this follow-up #02 MFR report:3005168196-2016-01757. 1this report is associated with MFR report number: 3005168196-2016-01758.

Manufacturer narrative:
(B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-01758.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, prior to being used, the radiology technician inadvertently bent a ruby coil pusher assembly upon removal from the packaging hoop; therefore, the ruby coil was not used for the procedure. The physician then attempted to use a new ruby coil; however, while advancing the ruby coil through a lantern delivery microcatheter (lantern), the physician experienced resistance and the ruby coil snapped into two pieces. The physician was able to pull out one piece of coil by hand, and then use a syringe to implant the second portion of the ruby coil in the aneurysm. The procedure was completed at this point. The physician reported not maintaining continuous flush and not using a rotating hemostasis valve. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly of the first ruby coil used in the procedure. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the first ruby coil used in the procedure revealed it was kinked. This damage may have occurred due to forceful handling of the ruby coil during removal from the packaging hoop. Evaluation of the second ruby coil revealed the embolization coil was detached from the pusher assembly and the sr wire was fractured. Sr wire fracture typically occurs due to forceful retraction of the ruby coil against resistance, and will allow the embolization coil to detach from the pusher assembly. The pusher assembly of the second ruby coil used in the procedure was not returned for evaluation, and the root cause of the initial resistance experienced by the physician could not be determined. A 0.025¿ mandrel was advanced through the returned lantern by a penumbra investigator without issue. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.